Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Event description:
Affiliate submitted 2 separate complaint forms for each product. Since both events occurred during same procedure and patient, one complaint will be created. L4 pelvic revision. When trying to remove right s1 screw unable to match interfaces. Then upon trying to remove screw, driver head snapped off. Revision l5/s1 spine fusion. Primary implant date: (B)(6) 2016. Right s1 screw noted to be broken on pre operative imaging. It is believed by the surgeon that this is due to non union at l5/s1. Upon removal of screw, 2/3 of the screw shank was left in situ. New screw placed laterally beside retained shaft. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report, no further information will be forthcoming.